Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads exhibited loss of capture due to dislodgement. Subsequently a revision procedure was performed where both leads were explanted and new leads were successfully implanted. A parsonnet pouch was applied around the existing pacemaker in order to hopefully prevent future dislodgements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix extended and tissue entwined in the helix. Visual inspection revealed deformed conductor coils along with puncture holes in the insulation at 196 to 198 mm from the terminal pin, which was determined to be most likely from some type of grabbing tool. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement, thus analysis was unable to confirm the allegation from the field. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed.